Event description:
The patient was implanted with a left ventricular assist device. The surgeon reported that 7 days after implantation, the patient developed fibrinolysis due to high power suspicion of pump thrombus. For 2 weeks, the patient was on the high emergency transplant list, because the team suspected an obstruction in his pump. During the night, the pump stopped, but the patient was ok. The hospital decided to insert extracorporeal life support. The patient is currently high on the emergency transplant list.

Manufacturer narrative:
The patient remains ongoing with the implanted device on extracorporeal life support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.